Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the unit sometimes shut off spontaneously, no powering fault was found with it, it did not spontaneously shut down and it consistently powered on. Analysis did find a broken tab on the power cord door and the power cord bay was therefore replaced. No other anomalies were found. (B)(4).

Event description:
It was reported that the programmer sometimes shut off spontaneously after it had been on, and it was further reported that at other times it would not turn on. It was noted that outlets and electrical connections had been checked and seemed secure. The programmer was returned for service. No patient complications have been reported as a result of this event.